Manufacturer narrative:
UDI is unavailable. Device was not returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient sent email to depuy synthes: I had the artificial disc placed in my back l5-s1 in 2003/2004. It failed about a year later and I had to have a surgery to fuse the area. I have had 2 additional surgeries since. I am in constant pain. The disc was supposed to fix my problem not make it worse.